Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2208500; model: sc-2208-50; serial: (B)(4); batch: 190372/190363.

Event description:
It was reported that the patient experienced loss of stimulation despite reprogramming done. All device components were explanted and were not returned as it was kept by the medical facility. The patient was doing well postoperatively.